Event description:
It was reported that during an open total gastrectomy, almost all staples were unformed when the device was used for an anastomosis between the esophagus and the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue was normal. The target tissue was clamped uniformly. The device was not fired across something hard such as a staple line. A purse-string suture for the anvil side was performed with pursetring 45 (covidien). There was no problem in setting the anvil and the device, they were set with a clicking sound and they remained set when being removed from the patient. Before firing, the indicator indicated on around the middle part within the green gap setting scale. At the firing, the firing handle could be grasped fully. There was no unexpected resistance at the firing. There was no tension at the firing. There was no unexpected resistance in removing the device from the patient. The target tissue was resected properly. The doughnut was formed properly. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Two devices (a-b) were returned for analysis. Device (a) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. Device (b) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half only was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.